Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system complained of experiencing a shocking sensation. Technical services (ts) was consulted and upon review no shock episodes were observed, it was noted that this device exhibited far field oversensing on the right atrial (ra) lead channel, which led to inappropriate atrial tachy response (atr) episodes as well as false pacemaker mediated tachycardia (pmt) events due to atrial rhythms. Ts advised on further in office review for the stimulation reported by the patient. No additional adverse patient effects were reported. This device remains in service.